Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported being able to feel the device pacing or stimulation in the chest in the early morning hours. The capture management was turned off and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was further reported by the patient that the muscle stimulation has returned. Follow up was conducted and the patient was seen the day prior to the report to the manufacturer. At that time all device function was normal, no stimulation was noted. The patient has not been in contact with the doctor's office.